Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2019 at 03:25am (B)(6) = 0.016ng/ml(normal range for female = <0.013ng/ml) / retest = 0.017ng/ml / retested on second analyzer = 0.010ng/ml / 0.007ng/ml. The patient was redrawn and retested = 0.009ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there are no other complaints for lot 28306un19 and no trends were identified related to this issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 28306un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 28306un19 are within the established limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 28306un19.